Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During third inflation at 10 atmospheres for 30 seconds, the balloon ruptured at the middle part of the balloon. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.